Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. The customer's blood glucose was 108 mg/dl. While troubleshooting, the customer stated that she may have pressed a button for too long. The customer was advised that the battery out limit alarm was normal insulin pump behavior given that the batteries were out of the insulin pump greater than the duration allowed. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.